Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No flashing white light display or critical pump error alarm noted during testing. The device had moisture damage on motor assembly and corroded battery tube. The insulin pump had cracked battery tube threads, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer was swimming with insulin pump. As a result, insulin pump received a critical pump alarm and display screen was flashing white. Customer's blood glucose was 4.9 mmol/l. Insulin pump would be replaced